Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿we had an incident with a cracked PICC line at the 5.5cm mark. Dressing is saturated with pink blood-tinged fluid. When flushed, fluid immediately leaked out of insertion site. Removed dressing and pulled PICC back 2 cm to assess for catheter fracture. When flushed at this time, could see skin proximal to insertion site infiltrate with fluid. Pulled PICC back with about 6 cm external and can see fluid leaking out of a fracture in the catheter. The PICC is fractured at the 5.5 cm mark of PICC line). The lot number for this PICC is rehx1219.¿ additional information received 02/08/2024: date of event: (B)(6) 2024. The patient impact involved having the patient come in to the outpatient area for an extra visit to troubleshoot the line and then having to remove the line before completion of therapy and requiring pivs to complete atb course.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed at the 16cm an 17cm marks on the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, ¿we had an incident with a cracked PICC line at the 5.5cm mark. Dressing is saturated with pink blood-tinged fluid. When flushed, fluid immediately leaked out of insertion site. Removed dressing and pulled PICC back 2 cm to assess for catheter fracture. When flushed at this time, could see skin proximal to insertion site infiltrate with fluid. Pulled PICC back with about 6 cm external and can see fluid leaking out of a fracture in the catheter. The PICC is fractured at the 5.5 cm mark of PICC line). The lot number for this PICC is rehx1219.¿ additional information received 02/08/2024: date of event: 1/29/2024. The patient impact involved having the patient come in to the outpatient area for an extra visit to troubleshoot the line and then having to remove the line before completion of therapy and requiring pivs to complete atb course.